Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack. Based on the device analysis the final assessment is: - a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported a right side deflation, not device related. The device has been explanted and replaced.